Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of below 20 mg/dl at the time of the incident. Customer was low towards the end of their dialysis treatment. The customer was at 112 mg/dl at the time of admission, and 437 mg/dl at the time of the call. Customer went high due to being disconnected from the pump, and treated the high with a bolus. The customer was given a glucagon shot to treat the low. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. Customer was also treated by paramedics for an extreme low on another occasion. The insulin pump will not be returned for analysis.